Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. Reported sn (B)(4). Manufacturer reports 100% high volt testing, functional testing and burn-in testing prior to the packing process. Device defect history reported previous pcb components burned out in 2011. The product has stopped production and the pcb supplier is out of now business. Based on the information available we deduce that the electrical components on the pcb of this device were most likely out of life date. If the device becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the "the unit will not heat". No patient involvement reported. It is unclear if the alleged defect was detected in a clinical setting.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed and the power indicator was lit; however, the heater indicator was not. The knob was turned from level 1 to 9, and it was found that the plate of the humidifier was not heating. Based on the investigation performed, the reported complaint was confirmed. It was determined that the electrical components of the pcb of the device were most likely out of life date.

Event description:
Customer complaint alleges that the "the unit will not heat". No patient involvement reported. It is unclear if the alleged defect was detected in a clinical setting.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges that the "the unit will not heat". No patient involvement reported. It is unclear if the alleged defect was detected in a clinical setting.